Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels, experiencing prolonged highs followed by sharp drops to lows. The user had changed infusion sites multiple times over the past few days with no visible issues. Review of the user¿s bionic report showed their continuous glucose monitoring (cgm) target had been increased due to prior lows, but they were now experiencing sustained highs. The user also reported rarely announcing meals, as previous announcements led to drops in bg. The agent offered additional training for medical guidance, which the user accepted. The lowest blood glucose (bg) recorded was 45 mg/dl, and the highest was 316 mg/dl. Bg was corrected using the ilet corrective algorithm for highs and glucose tablets for low bg. No symptoms were reported, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.